Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was observed to have a damage on the plastic on top. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer confirmed that a replacement instrument was used to complete the surgical procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on the yaw pulley. There was no conductor wire damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.